Event description:
It was reported that during an unknown procedure, the device does not work. Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.